Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders were pressure tested and performed within specification. Both cylinders had wear at the fold in cylinder body. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and did not pass the deflation and activation tests. Product analysis concluded these deflation and activation issues could affect the functionality of the pump. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Product analysis confirmed pump issues.

Event description:
It was reported that the patient underwent a surgical procedure to explant his inflatable penile prosthesis (ipp) pump and cylinders due to an inflation issue. New cylinders and pump were implanted and are working properly. There were no patient complications reported.